Manufacturer narrative:
Date of event is estimated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for movement disorders. It was reported that patient had seen ¿the call your doctor message¿ on her patient programmer (pp) before on her previous implantable neurostimulator (ins). Patient did not recall the error message that accompanied with ¿the call your doctor ¿screen. Patient stated that after seeing ¿the call your doctor screen¿, she had to have her batteries replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.